Event description:
It was reported that, during service, the endoscope reprocessor detergent in the lines, pump and sensor solidified and could not pass thru any detergent from the bottle to the basin. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was not returned to olympus for evaluation. A field service engineer (fse) evaluated the device onsite and determined the issue was likely due to solidified detergent residue within the tubing, pump, and sensor components. The fse replaced the detergent diaphragm pump, detergent sensor, and associated tubing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.